Event description:
It was reported that this was a closure using two prostyle devices relative to an unspecified procedure. Reportedly, the suture was found broken when the plunger of the first prostyle was removed. A second prostyle device was attempted; however, the same issue occurred, the suture was found broken when the plunger was removed. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: this was an arteriotomy closure of the right common femoral artery after a percutaneous transluminal angioplasty procedure using an 8f sheath. A new prostyle device was used to achieve hemostasis. No additional information was provided.